Event description:
It was reported that the customer's blood glucose (bg) was 28 mmol/l and ketones were present. Cause was not known. Customer went to the emergency room and was admitted to the hospital. Healthcare provider identified ketones as dangerous. Customer was treated with intravenous insulin and saline. Elevated bg and ketones resolved with no injury. At the time of the report, customer had not yet been discharged, and customer declined technical support's offer to perform a pump system check. No additional information was provided.